Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the rep. That on the third firing the trigger broke. There was no consequence to the pt. Two reload being returned. 09/09/96 the case was completed by using a new product.